Event description:
As reported by the user facility: crna was inserting needle for admin of epidural. Outward traction was applied to wings of hub. The needle separated from the hub and went under the skin with separation. Required surgical procedure to remove. Needle was removed intact. Add'l info provided by the facility indicated the needle was surgically removed without incident and the pt suffered no add'l adverse sequela associated with the event.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The espocan needle was observed to be separated from the needle hub. A 20mm portion of the blunt end of the needle was bent at a 10 degree angle. It could not be determined if the needle was bent and damaged during removal from the pt or if the cannula encountered some type of trauma, before it separated from the hub. Microscopic eval revealed no portion of the cannula inside the hub. The detached cannula also appeared intact. No specific conclusions can be drawn at this time. Although no inventory remained of the reported lot, the house retains for the reported lot were subjected to a pull test of the needle to the hub using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. The sample and all available info has been provided to the actual MFR, (B)(4).